Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their device was ¿firing off.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was in the hospital for non-device related reasons. The patient said the reason for her call was to see if a manufacturer representative (rep) could turn the implant off. The patient said that her house is far away, and her programmer was at her house. The reason the patient wanted stimulation turned off was because the patient has had so many tests and she has been laying down and they have her ¿all messed up.¿ the patient said she keeps feeling the stimulation ¿going off.¿ the patient also mentioned the patient programmer hasn¿t been charged for years. It was reviewed that the ins was not rechargeable, and the programmer runs off aaa batteries. No further complications were reported.